Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned, the helix was fully extended, and there was dried blood noted in the base around the helix. Analysis revealed an inner coil to terminal pin weld fracture. There was no evidence of twist noted on lead body, and very little twist in the inner coils at the fracture site. These observations could indicate weak weld. The initial allegation of placement difficutly was not confirmed.

Event description:
Boston scientific received information that, during implant, this right atrial (ra) lead could not be positioned successfully. After multiple attempts, the decision was made to implant a different ra lead. There were no adverse patient effects reported.